Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 59mg/dl, 155mg/dl. Tests were done <10 minutes apart with a difference of 80%. Pt did not experience any adverse events. No further info has been reported. Note - in the reported issue notes it states, "after accessing the memory the readings were 120 something and then 155". If 120mg/dl was the result. The pt blood glucose results were 120mg/dl, 155mg/dl. Tests were done <10 minutes apart with a difference of 23%.